Event description:
It was reported that prior to a recanalization procedure, the metal fittings near the hub of the catheter was allegedly dislodged and fell off upon opening the package. There was no patient contact.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the crosser cto recanalization catheter products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheter products are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 03/2024).

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheter products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheter products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 14s crosser cto recanalization catheter was returned for evaluation. The sample was received loaded onto the packaging hoop and was received with the stylet inserted into distal tip. It was observed that there was a missing metal ring fixture in the locking slide collar. No other anomalies were noted. No functional testing due to the nature of the complaint. Therefore, the investigation is confirmed for the reported detachment issue, as the metal ring fixture in the locking slide collar was noted to be missing. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2024), g3, h6 (method). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a recanalization procedure, the metal fittings near the hub of the catheter was allegedly dislodged and fell off upon opening the package. There was no patient contact.